Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Review of device's log file shows a gap followed by low battery entries. Logs indicate the device was on for 15 hours, 28 minutes, and 14 seconds. The battery returned for evaluation was completely depleted. The device passed functional testing with a test battery. The root cause of the battery depletion could not be determined. The depleted battery was scrapped and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.